Event description:
While performing an investigation on the customer's returned freestyle navigator transmitter, a thermistor crack was observed. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The freestyle navigator transmitter was sent for further investigation. Leak testing was then performed to test the navigator transmitter for acceptable pressure decay (ie: leak rate) of the sealed unit. Returned transmitter (aaan140-80160) failed the leak test. Remedial action 2954323-04/14/2009-002-c was reported to the (B)(4) district office on (B)(4) 2009. All pertinent information available to abbott diabetes care has been submitted.